Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The customer applied more pressure to the pump to address the issue. Additionally, it was reported that the pump touchscreen display was dim and difficult to see. Customer¿s blood glucose was between 70-200 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.